Manufacturer narrative:
Patient information not provided. Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the heater-cooler system shut down during a procedure. The investigation is ongoing. A follow-up will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the heater-cooler system shut down during a procedure. An intermittent error was displayed. The unit was rebooted and the case proceeded without issue. The service representative could not confirm the shut down problem but did confirm the intermittent error. Additionally, the unit would not cool either tank. All connectors on the cpu and ac mains boards were reseated. The unit then cooled and operated correctly. The cpu ul508 board was replaced as a precautionary measure. The unit was recalibrated and functional verification performed. All issues resolved. The replaced board was sent to sorin group (B)(4) and then forwarded to the supplier for further investigation. No problems were found with the board. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Event description:
Sorin group received a report that the heater-cooler system shut down during a procedure. There was no patient injury.